Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. One day after event onset, the patient was hospitalized and treated with vancomycin injection (1g, after 3 days, discontinued) and meropenem (500mg per bag, intraperitoneal, discontinued) for peritonitis. Four days after the event onset, the pd catheter was removed, and the patient was switched to hemodialysis (thrice a week). The patient was discharged 11 days after being hospitalized. At the time of this report, the patient recovered from the event. No additional information is available.